Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to medtronic. Cause of the event is unknown.

Event description:
It was reported in the patient's medical records that the patient with degenerative scoliosis and pseudoarthrosis at l2-s1 had previously undergone l2 through s1 posterior and anterior interbody fusions. Pt. Subsequently developed recurrent low back pain and failed to improve despite conservative treatment. Pt. Then underwent a second procedure for correction and stabilization of scoliosis for implant of bilateral segmental fixation from t10, iliac for posterolateral fusion. Osteotomies performed at l2-3, l3-4, and l4-5. Approximately 8 months post-op the patient felt a "pop" and began experiencing pain in the left paraspinal muscles in the mid lumbar spine. X-rays showed fracture of the left rod at l2-3. Fusion was noted at l2-3 bilaterally. No revision surgery has been reported.